Event description:
It was reported that the customer had a battery out limit alarm on the insulin pump. Customer stated that she has put in 2 new batteries today. Customer stated that the pump alarmed after the battery change. Customer was explained that a battery out limit alarm during normal use may indicate a loose battery cap. Customer was advised to clear the alarm. Customer will send a replacement battery cap. Customer was advised to monitor the pump. Customer mentioned that the pump turns on and off. Troubleshooting was performed and the display returned. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.